Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer's insulin pump is alarming motor error. There was a no delivery alarm prior to the motor error alarm. Motor error alarm occurred during bolus. There were no significant events leading up to the alarm, but customer stated they have been having higher blood glucose levels and is worried about delivery anomalies. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer said he was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. The device will be replaced. Customer's blood glucose level was 13.7 mmol/l.